Event description:
See also MFR report 3004209178201004469. The pt experienced a change in gait related to the dbs therapy; it caused him to fall. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4). Late MDR is due to implementation of process improvement.